Event description:
A surgeon reports that a patient was seen one day following intraocular lens (iol) implant surgery and no problems were identified. During the two weeks postop visit, the patient complained of decreased vision. Examination revealed moderate corneal edema and a decentered iol. Patient's va was 20/200 with ph. An iol exchange was performed in 2003. Current va remains unchanged.